Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the thimble lock was working properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out locking components from normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified neuro surgery, it was observed that the attachment device had an undetermined malfunction. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.